Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was operating as intended.

Event description:
The customer reported that the system keys would not work, and the system was unable to produce x-ray. There is no report of pt injury associated with this event.